Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Rash was located on the buttocks below adhesive patch, and described as itchy and red skin. Affected are was treated with an anti-fungal cream prescribed on (B)(6) 2015 for a previous reaction, flonase spray (otc), and aquaphor ointment (otc). The date of prescription is an approximation. The name of the prescribed cream is unknown. Additional event or patient information is not available.